Event description:
Unomedical reference number (B)(4). Event occurred in new zealand it was reported that the patient faced a bent cannula and high blood glucose level. On (B)(6) 2024, the patient first went to emergency room and was subsequently hospitalised. The highest blood glucose level of the patient was 24 mmol/l and had high ketones which were assessed as dangerous or life-threatening by healthcare professionals. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. At the time of this report, the patient is still in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.